Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was not confirmed. Visual inspection of the device found the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During fixation, the lp shifted abruptly due to user handling. The lp was explanted, and upon inspection, it was observed the helix became extended. The lp was exchanged, and the procedure concluded without issue. The patient was stable.